Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. Prior to passing, the patient was inappropriately treated by the lifevest. The patient was reportedly in a skilled nursing facility and was reportedly feeling nauseated prior to the treatment event. At 4:09:26, the patient received the first treatment. The patient's rhythm at the time of the treatment was asystole with CPR artifact. The post-shock rhythm was asystole with intermittent cardiac activity. At 4:11:19, the patient received the second treatment. The patient's rhythm at the time of the treatment was asystole and the post-shock rhythm was asystole. The electrode belt was disconnected at 4:11:24. CPR artifact contributed to the false detection. There is no indication that the lifevest treatments during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments. No deficiencies were alleged against the lifevest.